Manufacturer narrative:
The event relationship has been updated. The site has now assessed this event as to be not related to the device and not related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 89 mm thoracic aneurysm. It was reported that approximately 3 years 6 months post index procedure, an unknown endoleak was observed on CT, which was treated with an embolization of arterial branches from the artery under left subclavian artery. It was reported that the recirculation of the aneurysm is persisting with contrast observed in the aneurysm. The event was assessed by the investigator as related to the study device, not related to the study procedure.